Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.00/4.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens of shorter length and different power due to excessive vault. The exchange resolved the problem. The reporter stated " the doctor decided to implant spherical lens instead of toric lens and correct astig (astigmatism) with prk on top". Cause of event was unknown.

Manufacturer narrative:
Corrected information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -14.0/+4.0/92 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, lens rotation and prk was performed. On (B)(6) 2023 the lens was exchanged for a spherical model and power; shorter length and the problem was resolved. Additional information provided: "the doctor decided to implanted spherical lens instend toric lens and correct astig with prk on top". The cause of the event as unknown and "excessive vault and lens rotation 90 degrees". Claim# (B)(4).